Event description:
During preventative maintenance of the device, the user reported that the system would not power up after replacing the o2 sensor. Since the event occured during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.